Manufacturer narrative:
(B)(4). Batch # m90g4m. Result = obturator. The analysis results found that the b11lt device was returned in good visual condition. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the cannula of the obturator did not go through the sleeve as intended. The obturator was measured and it belongs to a 12mm trocar. The condition of the incorrect component is related to the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown gynecological procedure, the general surgery coordinator called as she was covering the case and told the sales rep that the obturator of the device did not fit in the cannula. It fit in a b12lt that had to be opened to complete the case. There were no patient consequences reported.